Event description:
It was reported that the patient went to the hospital due to chest pain and a cardiac perforation was noted. An incision to cover the perforated segment was done and the lead was placed again through the "transvenous". It was further reported that the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.